Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the led flex was out of electrical specification with missing segments. It was also noted that the upper case and lower case were broken and contaminated, the high rate cover, heartwire contact block, battery drawer, battery latches, side bail covers, ring cover, battery latches o-ring, battery drawer o-ring and heart wire contacts were contaminated, one side bail and ring were bent and the heart lead flex was corroded.

Event description:
It was reported the external pulse generator had abnormal rapid atrial pacing led (light emitting diode) display. No patient complications were reported as a result of this event.